Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 110 mg/dl at the time of hospitalization. The customer stated that they were trying to change the basal rates for the insulin pump. The customer stated that they were in the hospital because they had a bug that lead to diabetic ketoacidosis. The customer was unable to complete carelink upload. The device will not be returned for analysis.